Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of five reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass). During the procedure the phacoemulsification handpiece was not working properly. The surgery was completed with the same handpiece. Additional information has been requested and received indicating additional suspect products and patient identifier. This report represents patient 1 of 3 from this facility. Additional information received indicated that the tass symptoms were noted on first post-operative day. During surgery, the phacoemulsification tip couldn't sculpt properly. The patient was not hospitalized as a result of this event. The patient developed corneal edema and hypopyon as complications of the event. The patient required treatment with tobramycin/dexamethasone. There were no surgical complications and no sutures were not required for this event. No cultures were taken. The event was ongoing at the time of this report.

Manufacturer narrative:
Additional information is provided in sections b.3 and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received provided corrected event date.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. Manufacturer continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).